Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had cubie drawer failure. The customer reported that the drawer was inaccessible. They set a workaround to get the medications from a different station and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawer failed. A field service engineer fixed the module controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.